Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was asymptomatic, standing in line at a pharmacy, and received inappropriate therapy. The patient's device was interrogated, and it was noted that the right ventricular (rv) lead had undersensing, double counting, multiple non-sustained ventricular tachycardia episodes recorded and provided inappropriate therapy. The lead is still in use. No further patient complications have been reported as a result of this event.